Manufacturer narrative:
(B)(4). The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported by the account that during a robotic lower anterior resection procedure, there was difficulty removing the stapler from the patient after the anastomosis. The procedure was converted open and another device was used to complete the procedure. There was no additional patient consequence. No further information was available. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.